Event description:
Tip was not working then it broke. No tissue damaged or pt injury. Used another instrument and continued the surgery.

Manufacturer narrative:
As a part of our efforts to continuously improve our complaint handling sys, valleylab recently performed a review and clarification of our criteria for events that can be classified as MDR reportable. As a result, a two yr retrospective complaint review was performed and it was determined that this complaint should be reported retrospectively as a malfunction. Eval of the returned sample found one of the electrodes detached from the jaw. There was little or no glue in the jaw undercuts. This is a failure of the glue joint. Valleylab has investigated this defect and has determined that the defect was caused by incorrect assembly by the mfg operator. Improved operator training was implemented in mid-august of 2002. As part of continuous improvement, two add'l corrective actions were implemented to further mitigate this issue, including improved preventative maintenance on the glue applicator tips and monthly process verification of glue dispensing accuracy. There have been four confirmed reports of this nature since the corrective action was implemented. The two yr incident rate for this occurrence is low at approx .0010% ( 4 reports) 10.0 dpm, therefore no add'l corrective action will be taken at this time.